Event description:
Healthcare professional reported after injection in the "right zygomatic area" with unspecified juvederm ultra plus patient developed "reddening and hardening of the area." Patient was treated with hylase. Symptoms have improved; there is "just a slight bruise in the area".

Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The events of induration, redness, and bruising are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.